Manufacturer narrative:
The lot was manufactured february 1, 2018 - february 3, 2018. The device was received for evaluation. A visual inspection was performed and residual fluid inside the bag that contained the unit was noted. The cause of the residual fluid inside the bag was found to be untightened blue winged luer cap. A functional leak test was subsequently performed with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed after filling the device with fluorouracil prior to patient use. There was no patient involvement. No additional information is available.